Manufacturer narrative:
Follow-up # 1. The test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately erratic. The comparison was made against two different lot numbers of test strips. Lifescan does not consider this to be a valid comparison. This complaint was initially ruled out as a reportable event due to the following conclusion(s): the product did not cause or contribute to a serious injury. The patient did not experience any symptoms or seek any medical attention because of the reported issue. In addition, there was no evidence that the product malfunctioned based on the comparison provided.